Event description:
The customer alleged that the ventilator stopped cycling while in pt use. No pt harm reported. As per customer the physician was standing next to the 840 ventilator, when his cellular phone started ringing and the ventilator stopped cycling. The puritan bennett customer support engineer (cse) inspected the device. The vent passed all performance tests. No parts were replaced.